Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿needle had foreign matter on the device cannula. The following information was provided by the initial reporter: the user reported that the device had something on it which was seen when the orange cap was removed so was not used.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. 4 images of (2) 1 ml bd insulin syringes from lot# 1221290 were provided. The customer reported that something was on the needle when the shield was removed, a needle bent when inserting into a vial, and the needle hesitated going into skin. The photos were examined, and it was observed that 1 syringe featured a cannula bent slightly to one side. The other syringe appeared to have an orange-colored material along the cannula point. No defects pertaining to needle point integrity or lubrication could be observed from the photos provided. A review of the device history record was completed for batch# 1221290. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received (fm).

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿needle had foreign matter on the device cannula. The following information was provided by the initial reporter : the user reported that the device had something on it which was seen when the orange cap was removed so was not used.